Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the sheath was unable to cross into the left atrium as they noticed a "step up" where the sheath and the dilator meet. It was reported that the vizigo sheath would not go transseptal. The caller noted that after multiple attempts to advance the sheath across the septum, the sheath was unable to cross into the left atrium. The sheath was removed and the caller noticed that there was a "step up" where the sheath and the dilator meet. The sheath was exchanged for another vizigo sheath and the issue was resolved. The case continued. There was no patient consequence. Additional information was later received indicating the tip was not damaged, the transition was too steep. There were no internal mechanisms exposed and no lifted or damaged electrodes. The tip was no rough.

Manufacturer narrative:
On 30-oct-2024, it was noticed the incorrect h6. Medical device problem code was reported in the 3500a initial medwatch. As such, the code has been updated from "insufficient information (a26)" to "difficult to advance (B)(6)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-aug-2024 the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the sheath was unable to cross into the left atrium as they noticed a "step up" where the sheath and the dilator meet. It was reported that the vizigo sheath would not go transseptal. The caller noted that after multiple attempts to advance the sheath across the septum, the sheath was unable to cross into the left atrium. The sheath was removed and the caller noticed that there was a "step up" where the sheath and the dilator meet. The sheath was exchanged for another vizigo sheath and the issue was resolved. The case continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed a bumped condition in the soft tip area. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history record was performed for the finished device batch number, and no internal action were identified. The bumped condition observed could be related to the resistance issue reported by the customer; therefore, the customer's complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).